Event description:
The device was applied during a total abdominal hysterectomy procedure. Reportedly, the instrument was difficult to remove from the application site. The surgeon manipulated the device free and completed the procedure without incident.